Event description:
It was reported to philips that the c arm of the allura device would not switch on. The replacement of the host pc returned the device to expected functionality. The device was in clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the host-pc was with the partial power and atx power supply failed. The fse replaced the host-pc & hdd due to a lack of energy from the low voltage power supply and restored the image. After replacing the host-pc & hdd and restoring image, the system was returned to use in good working order. The codes were updated based on the investigation outcome.